Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a saber 2.5mm x 10cm 150cm percutaneous transluminal angioplasty (pta) balloon catheter was not easy to revert. It was dilated again, and the balloon could not fill completely. The balloon was withdrawn, and other instruments were used to complete the procedure. There was no reported patient injury. The device was chosen for dilatation. A non-cordis guidewire and non-cordis catheter were used. A retrograde puncture was made to the left femoral artery and left superficial femoral artery occlusion was seen on angiography. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile ¿saber 2.5mm10cm 150¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected, and no damage was observed during the unaided eye inspection. The balloon was received deflated. Functional testing was performed using the inflator/deflator device attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. During this test it was observed that the inflation/deflation mechanism worked as intended obtaining complete inflation and deflation of the balloon showing no evidence related to the reported malfunction. Additionally, the guidewire insertion through the guidewire lumen was completed with no problems for resistance or friction conditions. A high magnification visual evaluation was executed seeking to observe any anomaly in the balloon of the received unit. During this analysis, no damage was observed along the surface of the balloon that could be impeding the inflation and deflation during the functional analysis. A product history record (phr) review of lot 82240577 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty - partial or slow¿ and ¿balloon deflation difficulty- partial or slow¿ were not confirmed through analysis of the returned device. The exact cause of the reported events could not be determined as the device passed functional analysis. The balloon was inflated/deflated without any issues noted to the balloon catheter or balloon material. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies for inflation/deflation were noted on the device during functional testing. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a saber 2.5 mm x 10 cm 150 cm was not easy to revert. It was dilated again and the balloon could not fill completely. The balloon was withdrawn and other instruments were used to complete the procedure. There was no reported patient injury. The device was chosen for dilatation. A non-cordis guidewire and non-cordis catheter were used. A retrograde puncture was made to the left femoral artery and left superficial femoral artery occlusion was seen on angiography. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82240577 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.